Event description:
(B)(6) has informed laerdal medical corporation (B)(4) of a patient incident at a (B)(6)hospital involving an adult laerdal silicone resuscitator (lsr). It was reported that on (B)(6) 2010, a lsr was being used as a backup on a patient with a tracheotomy. When needed, the lsr failed, but the nurse immediately replaced it with a spare resuscitator and there was no health hazard to the patient. According to the hospital, they found that the disk membrane was stuck to the patient valve housing. The hospital confirmed that they had not performed the patient valve portion of the function test described in the dfu, but they did rinse the lsr with sterile water after disinfection and reassembled it when dry. The hospital could not confirm that this device had not been in use prior to the event as it had been placed at the bedside for a week.

Manufacturer narrative:
The reported device was returned to laerdal medical (B)(4) and is being returned to the manufacturer lmas for evaluation. The technical staff at (B)(4) checked the unit and found traces of residue inside the reservoir bag, the disk membrane assembled in the patient value does not move smoothly when the dfu exhalation function test is performed, and when disassembled, some kind of residue was confirmed in the patient valve. A follow-up report will be filed when additional evaluation has been performed at laerdal medical (B)(4).